Manufacturer narrative:
The sample was serum and collected and processed off site. System check data were not provided. Per customer, qc data was acceptable prior to and after the event. A bci field service engineer (fse) replaced the sample pipettor and ran qc precision test which resulted within established range. A definitive root cause was not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lower than expected hybritech free psa (hyb-fpsa) result on a patient sample generated by the access 2 immunoassay analyzer. The elevated result was reported out of the laboratory. The sample was repeated on the same unit and a higher result within a different diagnostic category was obtained. Unknown to the customer if patient required medical intervention or if treatment was affected by this event.